Manufacturer narrative:
The product associated with batch 4b02114 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
She was treated by her physician who recommended using antifungal powder and she was advised to use the crusting technique with antifungal powder and sensicare protective barrier film. Her health care provider advised her to follow-up if the rash persists. The end-user has been placing skin protective barrier film first followed by antifungal powder. She was instructed in appropriate skin care routine and soaps. The crusting technique with stomahesive powder and sensicare sting free skin protective barrier wipes was reviewed and sample products were sent. It was suggested that she consider cutting off the tape border. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
It is reported that the end-user experienced skin irritation under the skin barrier. The irritation is reported as resolving under her skin barrier, but persists under the tape. Scant bleed in is noted with frequent tape removal.